Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment outside patient occurred. A 2.50x12mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use to treat the lesion. However, during preparation, the stent came off the delivery system inside of the stent protector. The device never entered the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery catheter (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the delivery system, the stent was damaged along its entire length with stent struts squashed close together and distorted. The maximum crimped stent profile as per manufacturing data is within the specification. The stent protector inner diameter of the returned device measured is within the specified inside diameter of the stent protector specification. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were visible on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment outside patient occurred. A 2.50x12mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use to treat the lesion. However, during preparation, the stent came off the delivery system inside of the stent protector. The device never entered the patient's body. No patient complications were reported.